Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (435 mg/dl). Reportedly, when priming the tubing, air bubbles were seen coming from the cartridge and seen throughout the tubing. Customer changed the pump supplies, and delivered a bolus to address elevated bg levels.